Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage on lens. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and was exchanged for a shorter lens. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/60.